Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw on the superior vena cava (svc) port of the implantable cardioverter defibrillator (ICD) would not tighten. The ICD was not used, and another one was implanted. No patient complications have been reported as a result of this event.